Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The patient's device was programmed off as a precautionary measure. There was no patient manipulation or trauma to the device site that could have contributed to the reported event. Diagnostic test results are indicated to have been within normal limits in (B) (6) 2009. It was also indicated that the patient has been experiencing an increase in seizure activity since (B) (6) 2009. It is unk if the increase is above pre-vns baseline levels. The patient is being scheduled for revision surgery. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.